Manufacturer narrative:
Findings: unit received with detached end cap. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained endcap sticker.

Event description:
The customer's mother reported via phone call indicating that the son insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer's mother stated that there is broken piece on the back of the pump. The customer does not know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.